Manufacturer narrative:
(B)(4). A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty. There was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the first treatments with homechoice (hc) device, the patient had an overfill event. The patient was in a status of hyper hydration so they decided to perform the treatment only with physioneal 3.86%. The patient also performed the tidal therapy with a minimum of 10ml ultra filtration (uf) due to unrelated issues at the end of the previous treatment. The programming was adjusted in order to avoid an overfill and the patient had no more problems. The patient?s previous therapy was continuous cycling peritoneal dialysis (ccpd), not tidal, so the total estimated uf was not programmed because this parameter existed only in a tidal prescription. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). A device history record review was performed and revealed no issues that could have caused or contributed to the reported issue.the device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.